Event description:
The reporter indicated that during an "inquire, telemetry, and print" (itp), the device was observed to be in back up. The device was reprogramed backed to the desired parameters. The patient denied exposure to surgery. The nurse is going to double check any other emi sources besides working on computers.